Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, non-calcified, 80% stenosed, mid right coronary artery (rca) and was considered a simple lesion. The balance middleweight (bmw) elite guide wire crossed the rca lesion and pre-dilatation was to be performed with a non-abbott balloon catheter; however, the balloon could not be delivered to the lesion as it became stuck with the bmw elite guide wire and could not be retracted over the guide wire. The bmw elite guide wire and the non-abbott balloon catheter were removed together as one unit. New devices were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Eight unused, sterile devices were returned and tested. The results of the visual, dimensional, and functional analysis did not confirm any abnormalities with the guide wires. Additionally, chemical analysis was performed on 2 of the returned unused wires and the results suggest that the guide wires were properly coated. There is no indication of a lot specific product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.